Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a right ventricular lead noise alert.

Event description:
It was reported the patient received inappropriate therapy during non-sustained episodes and the lead displayed noise. It was also reported the lead was possibly fractured and the shocks that were delivered were not found in the device counter or episode data. The device was removed, the lead was capped, and both were replaced. No further patient complications have been reported as a result of this event.